Event description:
A report was received that the patient was having pain and was admitted to the hospital due to infection. The patient was put on antibiotics and is reportedly doing well. The infection was not device related.

Event description:
A report was received that the patient was having pain and was admitted to the hospital due to infection. The patient was put on antibiotics and is reportedly doing well. The infection was not device related.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4), model description: artisan surgical lead with platnalock technology - 70cm. Additional information was received that the patient was explanted due to infection at the paddle and ipg sites. The physician prescribed the patient IV antibiotics. The physician was not sure whether the infection was device or procedure related but did indicate that the patient had an initial reaction to the staples used during the implant. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.